Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the nurse about a possible failure to alarm. A patient death was reported with this event.

Event description:
Spacelabs was notified that a telemetry patient dropped off and was no longer visible at the xhibit central station. A patient death was reported with this event.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to the facility to further evaluate the reported problem and to test all spacelabs equipment involved in the event. The equipment passed all tests and operated as expected. The fse discussed the reported event with the hospital monitor tech and learned that the patient was discharged, but the hospital staff is uncertain if this process was initiated by a user or the device. Review of logs collected from the xhibit telemetry receiver (xtr) confirmed that the patient was manually discharged at 4:30:21pm on (B)(6) 2021. The xhibit central station with xtr operations manual states that the monitor will display a message warning that all data for the discharged bed will be cleared and asks the user to confirm they would like to proceed. The site refused to provide identification of the users involved with the event, therefore, we were unable to gather additional information to assess the user interaction with the device. Review of the patient's ics database record shows that on the afternoon of the reported event, the xtr system recognized an episode of bradycardia that transitioned to asystole and then generated a series of high priority alarms that concluded when the patient was discharged. A second series of high priority alarms was immediately generated after the patient was re-admitted and the monitoring session resumed. H3 other text : placeholder.